Event description:
During preventative maintenance of the device, the user reported that an error message "reference sensor test failure" occurred during self test/start up. Since the event occurred during preventative maintenance, there was no patient involvement during this event.